Event description:
Caller alleged discrepant inratio2 results while performing a validation. Results as follows: patient 1: inratio2: 6.9, traditional method: 2.3. Patient 2: 4.3, 2.1. No patient information was provided. Customer has three meters and did not know which meter was used to obtain the results. Reference mds numbers 2027969-2012-01636 and 2027969-2012-01637.

Manufacturer narrative:
Investigation pending.